Manufacturer narrative:
This supplemental report is being submitted to provide correction. This report was sent in error as the incorrect product information was mentioned in the complaint.

Event description:
No additional information received from customer.

Event description:
It was reported that the video system center experienced image cutouts. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.